Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and adjusted the collimator. The system was checked and functioned as intended. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, the pendant on the imaging system showed a collimator stack error. There was no patient present when this issue was identified.